Event description:
It was reported that this previously capped right ventricular (rv) lead was part of system revision due to erosion and infection. Reportedly, the patient arrived at the emergency room with a portion of the previously capped rv lead protruding from the skin. The previously capped right ventricular (rv) lead fractured into two pieces; the top half was removed, while the bottom half was surgically abandoned and left in the right ventricle and superior vena cava. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.